Event description:
A patient was having a muscle sparing bipolar hip replacement, anterior approach, when the surgeon asked to have the foot of the bed lowered. The crna lowered the foot of the bed. The foot dropped quicker than the surgeon liked, and commented that the quick lowering could have caused a fractured hip/pelvis for the patient. The bed was removed from service after the surgery was over. Biomed was called and informed of the incident, as was the company that manufactures the bed.the setting on the table was two seconds quicker than the normal 15 seconds, but 13 seconds is still within specs. The service rep adjusted the setting to 15 seconds as per the service manual. This was completed today.